Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample from an aliquot generated by the customer's modular pre-analytics (mpa) system and tested for crep2 creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. The erroneous result was reported outside of the laboratory. This medwatch will cover the mpa. Refer to medwatch with report number 1823260-2018-00256-00 for information on the c501 module. The initial crep2 result from an aliquot processed by the mpa was 12.2 mg/dl. This result was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated on the same c501 module and the result was 0.6 mg/dl. The repeat result was believed to be correct. A new sample was obtained from the patient and the crep2 result was 0.5 mg/dl. The customer looked at results from patient samples that were tested around the time of the event and did not identify any other questionable results. No adverse event occurred. The crep2 reagent lot number was 28332401 with an expiration date of 30-jun-2018. Investigation for the mpa is ongoing.

Manufacturer narrative:
On a follow up call, the customer indicated the patient was admitted to the ER based on the initial crep2 result as the doctor was concerned about renal issues. The patient received an EKG. The patient has since been released with no issues or long term effects and is in good condition. An adverse event did not occur based on the device.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and did not identify any issues. Since the time of the event the computer has been replaced at the customer site; the data files from the time of the event are no longer available. The system has run thousands of samples since the event in january with no issues.

Manufacturer narrative:
The issue only affected 1 patient sample. Since no other patient samples were affected, it is unlikely that the issue was due to an issue with the aliquot head. The system has been operating per specification and the issue has not recurred. Based on the information available, the investigation was unable to find a definitive root cause.